Manufacturer narrative:
The reason for this revision surgery was reported as loose component. The previous surgery and the surgery detailed in this event occurred 9 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the implant device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to loose component. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - it was reported that a patient underwent an initial right knee arthroplasty. Subsequently, the patient experienced swelling, catching and grinding. An arthroscopy identified that the femoral component was grossly loose and the tibial poly was barely constrained in the femoral joint, therefore, a total revision procedure was performed.